Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's spring came out during collection. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-dec-2025. Investigation summary: bd received 11 samples and one photo for investigation. The photo depicts a device with the spring protruding from the front sample over the cannula. Out of the 11 returned samples, one sample was observed with the spring out of the front sample, while the remaining ten samples did not exhibit this issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: spring pop out. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2. Medical device type: jka d.3. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's spring came out during collection. There was no health impact or consequences reported.